Event description:
It was reported that there were pink areas on skin where electrode had been placed during an MRI procedure. Hospital indicated that by the time the woman enter the pacu, she was beginning to blister topical ointment was applied. Since that time, the pink spots have progressed to a redness (possible infection) that looks to be a 2nd degree burn. The hospital stated that the pt picked at the blister and made the situation worse.